Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed no button error. Customer's blood glucose was 192 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Customer reported also received battery out limit but not able to troubleshoot due to button error. No further info provided.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads, cracked reservoir tube lip and cracked reservoir tube.